Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc euphora balloon to pre-dilate a lesion in the lcx which exhibited 99 % stenosis, excessive calcification and moderate tortuosity. When the balloon was inflated from 16 to 18 atms the balloon ruptured unexpectedly. There is no injury reported to the patient.

Manufacturer narrative:
Evaluation summary: the distal tip was stubbed. The balloon folds were open and residue was present in the balloon, confirming inflation of the balloon had been attempted. The device was placed in a 37 degree celsius water bath for 24 hours to disperse the hardened contrast. Negative prep confirmed the presence of a leak. On pressurization of the device, water was observed leaking from underneath the proximal end of the strain relief. Visual inspection of the device confirmed multiple cracks on the luer. The strain relief was skived off of the luer to determine the cause of the leak. A radial crack was present on the distal end of the luer, immediately proximal to the porthole bond. This area was previously covered by the over-moulded strain relief. Leak site was confirmed to be present with the radial crack on the luer. (B(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.